Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 120 mg/dl after being treated for the low. The customer was given glucose to treat. The customer experienced symptoms such as feeling tired and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event as their memory is not clear. Troubleshooting was not completed as the customer declined. The customer stated they did not test their blood glucose during sensor warm up on the day of the incident. The insulin pump will not be returned for analysis.